Manufacturer narrative:
Concomitant medical products: product ID: 977a260, product type: lead. Product ID: 97712, implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the healthcare provider (hcp) attempted to implant an implantable neurostimulator (ins) the day prior. When they inserted the lead for the first time, contacts 5, 6, and 7 had high impedances. The hcp then flushed the lead with saline and wiped it off and tried again. At that point, the top 2 contacts and the bottom 3 contacts then showed high impedances. The hcp wiped down and reinserted the lead several times to no avail. When they tested the lead in a multi lead trialing cable they saw no high impedances except on contact 7. Visual inspection of the lead showed no physical damage. The x-ray images showed that the lead was correctly inserted into the header block. They then opened a second battery and the hcp inserted the lead into the top part. At that point, three electrodes showed high impedances at the bottom of the lead. The manufacturer representative (rep) asked the hcp to put the lead into the bottom port and then all impedance showed as normal. There was only one lead used during the trial and implant. Information regarding cause of event has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.